Event description:
It was reported that during the implant procedure, inserting the right atrial lead into the header of the pulse generator was difficult. The lead was implanted and all lead measurements were acceptable. The patient was asymptomatic and would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.